Event description:
It was reported that a peritoneal dialysis (pd) patient was too weak to do dialysis just coming out the hospital. The patient contact requested instruction on dialysis procedures since the nurses had gone home. Technical support advised the patient contact that dialysis instructions needed to come from the clinic nurses. Technical support contacted the clinic for the on-call number for the pd nurses, then provided that number to the patient contact. Upon follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient went to the hospital for hypocalcemia. The patient was treated with intravenous (IV) calcium replacement (specifics not provided) and was discharged on (B)(6) 2021. The pdrn reported the patient¿s liberty select cycler is working appropriately and the patient has recovered from the event. Additional information was requested however the documents were unavailable.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical investigation: a possible temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the adverse event of hypocalcemia, which warranted hospitalization and IV replacement of calcium. While hypocalcemia is common in esrd patient¿s, the cause of the patient¿s hypocalcemia is unknown; therefore, causality cannot be established. Per the reporting pdrn, the patient¿s liberty select cycler was/is working appropriately. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused the serious adverse event(s). However, given the lack of treatment data, discharge summary, timeline of events, and no manufacturer evaluation of the suspect device; the liberty select cycler cannot be excluded from having a possible causal and/or contributory role in the serious adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was too weak to do dialysis just coming out the hospital. The patient contact requested instruction on dialysis procedures since the nurses had gone home. Technical support advised the patient contact that dialysis instructions needed to come from the clinic nurses. Technical support contacted the clinic for the on-call number for the pd nurses, then provided that number to the patient contact. Upon follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient went to the hospital for hypocalcemia. The patient was treated with intravenous (IV) calcium replacement (specifics not provided) and was discharged on (B)(6) 2021. The pdrn reported the patient¿s liberty select cycler is working appropriately and the patient has recovered from the event. Additional information was requested however the documents were unavailable.